Manufacturer narrative:
The customer declined to have their glidescope spectrum smart cable returned for evaluation and disposal. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 17 mar 2017 and is three (3) years, six (6) months old. Since the spectrum smart cable was not returned to verathon for evaluation, the root cause of the event could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, when the cable was moved, the picture was lost and the monitor displayed a message to connect a device. A delay in the procedure of less than five (5) minutes occurred as another glidescope device was obtained. No harm to patient or user was reported.